Event description:
On 11/10/2025 it was reported via email by arthrex regulatory that after reviewing a clinical study they discovered that a patient had developed complications following a high tibial osteotomy (hto) procedure using the ibalance hto system in 2018. It was noted that a failure of the osteotomy occurred within 5 months of surgery. The patient was weight bearing without the aid of crutches at day 35 post-operative. Despite an acceptable loss of correction at 6 weeks postoperative (1.4°), the patient went on to open up through the lateral cortex hinge, medially, presenting at the 3 month visit with increasing varus deformity and pain. The patient was reported as non-compliant with cessation of tobacco use and went on to an uneventful conversion to a total knee arthroplasty.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event rather than device performance or malfunction of the ibalance hto system due to a combination of premature weight-bearing and the patient¿s non-compliance with tobacco cessation, both of which negatively affect bone healing and stability.